Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the gallbladder during an endoscopic ultrasound (eus) guided gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the first flange was not able to open after deployment. Despite attempts to reposition the device and allowing time for deployment, the problem persisted. The physician ultimately removed the device and successfully completed the procedure using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual examination of the returned device revealed that the stent was partially deployed. Additionally, media inspection of a provided photograph showed the stent partially deployed as well. Functional testing was performed. The catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was then moved down to the second and fourth position, the stent presented slow expansion but was eventually completely deployed. Product analysis confirmed the reported event of stent partially deployed, as the stent was returned in this condition. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed issue of slow expansion can be negatively impacted by the following factors such as compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is packed into the catheter of the delivery system. This means the stent will be compressed more and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Based on the available information, the most probable root cause is known inherent risk of device. A labeling review was performed, and from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the gallbladder during an endoscopic ultrasound (eus) guided gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the first flange was not able to open after deployment. Despite attempts to reposition the device and allowing time for deployment, the problem persisted. The physician ultimately removed the device and successfully completed the procedure using another of the same device. There were no patient complications reported as a result of this event.